Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during a posterior spinal fusion a preassembled matrix screw was broken. Fragments were generated and were removed easily. There was a surgical delay of fifteen (15) minutes. The procedure was completed successfully. This report is for one 6.0mm ti matrix polyaxial screw 40mm thread length. This is report 1 of 1 for (B)(4).